Event description:
Procedure: wedge resection. Patient sex: unk reportedly, the stapler was fired onto the lung but it would not release from tissue. The reload had to be removed by cutting if off and suturing a portion of the tissue. This extended/delayed the or time by 1 hour. Tissue removed was from patient and specimen side. Another instrument and handle was used to complete the procedure.